Event description:
It was reported that the pump showed an acu (auxiliary control unit) watch dog error and display was off-center. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The bottom case was cracked inside the battery compartment, the right plunger case was also cracked. Event history log (ehl) showed primary audible alarm bgnd test. An occlusion test was performed and the reported problem was duplicated; the interconnect pcb (printed circuit board) with a high profile c9 capacitor was broken off. The root cause of the issue was deemed to be customer induced- physical impact; the device appeared to have been dropped due to the cracked bottom case. Action(s) taken to mitigate the reported issue(s): replaced interconnect pcb, replaced the speaker for preventive measure, performed all functional testing which passed.